Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user switched from a steel infusion set to an inset with longer tubing and subsequently experienced elevated blood glucose, then reverted to the steel set with resolution of hyperglycemia after the supply change. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alarms or alerts. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed an unclear cause of hyperglycemia, with no confirmed device malfunction and no evidence of a bent or dislodged cannula at removal. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.